Manufacturer narrative:
Product analysis: the section of the launcher catheter returned measured approximately 28 cm, the remaining distal section of the catheter was not returned. The catheter shaft was torqued to break. The inner and outer diameter of the returned shaft meet specification. Functional testing could not be performed due to the condition of the partial section of the shaft returned device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a launcher guide catheter via a femoral approach to treat a lesion in the right iliac with severe tortuosity. The catheter was removed from packaging as per IFU, prepped and inspected with no issues noted. The launcher during delivery to the lesion, broke off approximately 10-15 cm distal to the hub in the right iliac. The broken segment was removed successfully during surgery. The physician reports that the catheter broke off due to severe tortuosity and manipulation of the catheter. The patient was sent to surgery for successful removal and the surgeon noted that it was successful and uneventful. Procedure was not completed. Patient is alive with no issues.

Manufacturer narrative:
Additional information: patient was admitted to the emergency department inf mi with idioventricular rhythm, temporary pacer, cad, total occlusion of distal rca and 100 % thrombus. Physician made unsuccessful attempts at snaring the broken guide catheter. The patient was then referred for CABG. Product analysis: received for analysis was one la6al10 launcher guide catheter without original packaging. The catheter printed information on the strain relief matched the information provided in the complaint file. The section of the 6f launcher catheter measured approximately 28cm, the remaining distal section of the catheter was not returned, and the missing part or section of the 6f catheter not returned should have been approximately 72cm. The catheter shaft was torqued to break. The inner and outer diameter of the returned shaft meet specification indicating wall thickness is not a contributor to the event; functional testing could not be performed due to the condition of the partial section of the shaft returned device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.